Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment when removing the cassette. The patient was not connected during the incident. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the back of the cassette. Per patient the back of the cassette burst. The patient was advised to discontinue use of the cycler and the cycler was replaced. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient did know how to perform continuous ambulatory peritoneal dialysis (capd) therapy and was to perform manuals. Upon follow-up, the patient stated a fluid leak was discovered during tx complete - step 9 remove cassette of treatment when opening the cassette door after treatment was completed. The cassette door was opened and fluid was discovered in the pump module area and on the external of the cassette. The film on the back of the cassette appeared to have burst and the fluid leaked from the film on the back of the cassette. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and was able to revert to manuals to complete treatments pending delivery of the replacement cycler. No patient adverse effects were experienced, and no medical intervention was required. The patient has received the cycler replacement and has since resumed treatment using the cycler without further issue. The patient stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment when removing the cassette. The patient was not connected during the incident. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the back of the cassette. Per patient the back of the cassette burst. The patient was advised to discontinue use of the cycler and the cycler was replaced. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient did know how to perform continuous ambulatory periontal dialysis (capd) therpay and was to perform manuals. Upon follow-up, the patient stated a fluid leak was discovered during tx complete - step 9 remove cassette of treatment when opening the cassette door after treatment was completed. The cassette door was opened and fluid was discovered in the pump module area and on the external of the cassette. The film on the back of the cassette appeared to have burst and the fluid leaked from the film on the back of the cassette. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and was able to revert to manuals to complete treatments pending delivery of the replacement cycler. No patient adverse effects were experienced, and no medical intervention was required. The patient has received the cycler replacement and has since resumed treatment using the cycler without further issue. The patient stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.